Event description:
A ventilator was returned to the manufacturer with an allegation the device was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. An issue was found with the ventilator's interface board. The interface board was replaced to address the issue.